Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. No issues were found with the 2nd soft key during evaluation testing however the keypad will be replaced per procedure to alleviate any potential issues. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had the 2nd soft key on the keypad not working. There was no patient involvement. No additional information is available.